Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a holmium laser lithotripsy via ureteroscopy procedure in the renal pelvis, performed on (B)(6) 2021. During unpacking, it was found that the device was fractured and could not be used. Another percuflex plus ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of stent shaft broken.

Manufacturer narrative:
(B)(4). The returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the renal pigtail was not returned with the device due to the shaft was detached. The suture string and the stabilizer were not returned for the analysis only the positioner. No other issues with the device were noted. The reported event was not confirmed. According to product analysis, the stent was returned without the suture string and the stabilizer only the positioner. The device was returned outside the original pouch, it was evident that the stent was manipulated. The problem found was an issue that could have been generated by the user or due to the interacting of the device with the suture string during use and manipulation. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. This event was reported by the distributor. (B)(6).